Event description:
Mother reported that she set the pump at 72 ml/hr for a dose of 468 ml at night. The pump originally alarmed no flow, she was able to correct it, and put the patient with the pump at 8:30pm. The patient woke up at 7:30am. And she discovered that the pump showed all appropriate symbols for working, but none of the formula was delivered. She was advised to call the provider to exchange pump and return the pump for service. There was no patient impact reported.

Manufacturer narrative:
Device was not returned. Complaint could not be duplicated. A f/u will be sent if new information is received.